Manufacturer narrative:
The device was returned and investigated. The reported mechanical jam - lock line was confirmed in the testing environment. Furthermore, a knot on the lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported mechanical jam (inability to remove the lock line) appears to be due to the observed material deformation- knotted lock line. A cause for the knotted lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling. D4: catalog number, expiration date. H4: manufacture date.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was placed. Clip deployment was started; however, resistance was felt when removing the lock line; the lock line could not be removed. The clip was not deployed and the cds was removed. Two clips were implanted without issues, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.